Event description:
Complainant alleged that during pt set-up, the device displayed a "status 56" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.